Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient was presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was selected and placed successfully. During deployment, the lock line could not be removed and a jam was suspected. Troubleshooting was performed to remove the lock line and the clip was able to be implanted. One additional mitraclip was selected and implanted successfully. The final mr was grade 1-2.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed and without the device to analyze, a cause for the difficulty removing the lock line (physical resistance/sticking) cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.